Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The received device shows one of the jaws broken oft. The jaw is broken oft near the hinge. The breakage surface is showing some discoloration, which indicates an older break. Furthermore, the unbroken jaw is showing some deformation at the hinge as weil as some cracks near the hinge. The appearance indicates repeated stress failure. The instrument had been in use for approx. 7 years. The damage is most iikely caused by repeated stress overload trom handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-intorcement of the broken area has been implemented with production (B)(4) 2016. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline forceps insert according to the information received, whilst surgeon was using laparoscopically instrument, arm of instrument broke off inside of patient. Surgeon decided to proceed with a laparotomy procedure to locate broken instrument, which proved successful and broken piece of laparoscopic johans was located. Surgeon immediately realised what had happened, instrument was checked, and surgeon started looking for the broken piece inside of the patient. Immediate search was done in the surrounding area by the theatre staff, including trays, swabs, quivers, drapes and floor. After searching for a few minute. Theater coordinator notified, x-ray were notified and scans carried out to locate broken piece. Instrument piece picked up by scans, surgeon then attempted to locate laparoscopically without success. Further x-rays were taken to help local instrument before surgeon commenced a manual search using alexis port, once again without success. Additional patient information is not available.